Manufacturer narrative:
Results: the initial evaluation of the product confirmed the reported issue that the rj-11 clip fits loose in the alarm receptacle. Initial testing of the alarm found the alarm has sound which was evident when tested with a test sensor the alarm sound when it shouldn't. The alarm sounded when the sensor was unplugged from the receptacle which is the fail safe feature. The alarm passed all other functional tests. A secondary investigation of the alarm found the unit did not alarm when weight is removed from the sensor pad. The rj-11 plug fits loose inside the sensor receptacle when the j2 was replaced the alarm sounded as it should and passed all functional tests. The customer did not return the sensor that was used with this alarm. Note: the instructions for use has a statement: if the alarm and/or sensor dod not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).

Event description:
The customer reported the alarm has power but does not sound when weight is removed form the sensor. The customer reported there is a loose fit when the rj11 clip is attached to the alarm. The customer did not provide a specific date when this was discovered. There was no pt incident or injury reported.